Event description:
A 3.0 x 100 mm angiosculpt device was inserted through a 6f perlude transradial sheath over a 0.014" guide wire to the anterior tibial artery. The angiosculpt was inflated to 6 atm for 2 mins and then removed. Upon removal, the angiosculpt device was stuck in the sheath. The physician pulled to get it out and the scoring elements on the tip of the catheter detached. The wire was shredded and the balloon and wire were removed as a unit. No harm was done to the pt.

Manufacturer narrative:
The angiosculpt device was returned for eval. Visual examination confirmed the distal scoring element ring detached from the distal bond. The distal bond is damaged with presence of overflow lifting. The distal tip and the distal scoring element ring appeared bent. The transition tubing is stretched and measured approx 15 mm above the specification. The intermediate bond is located over the balloon. Based on the lab analysis, the stretched transition tubing suggests that the device experienced excessive exertion of force applied by the user, which caused the detachment of the scoring element from the distal bond. According to the instructions for use (IFU) for the angiosculpt catheter, retained device components is listed as a possible adverse effect of the procedure.